Event description:
It was further reported that the shaft broke advancing the 3.5 x 16mm taxus liberte mr through the unspecified guide catheter.

Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the shaft broke advancing the 3.5 x 16mm taxus liberte mr through the unspecified guide catheter.

Event description:
It was reported that during a stenting procedure a shaft fracture occurred. Access was gained via the femoral artery. The concentric lesion was located in the moderately tortuous and mildly calcified right coronary artery. The 3.5 x 16mm taxus liberte (mr) stent delivery system was advanced but was unable to cross the lesion. The shaft of the catheter broke. The procedure was completed with a different device. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
The device has not been received for analysis despite multiple requests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Review of the information available for the reported event was unable to determine an exact root cause. There was no evidence of any specification non-conformances related to the complaint device; it is likely that the device met specification but performance was limited by interaction with patient anatomy, interaction with other devices or other procedural factors. The most probable root cause was considered "operational context." (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) with no original packaging. There was dried blood in the shaft. The hypotube was fractured 60 cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).